Manufacturer narrative:
This report is being supplemented to provide additional information based on the third-party testing results and the complaint investigation. Updated fields; a5, h2, h6, h11, g2. The device was returned to olympus for inspection, and the reported failure was confirmed. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: (B)(6) 2025. Sampling from: distal end surface. Cfu: < 1 cfu. Bacterial identification: n/a. Sampling date: (B)(6) 2025. Sampling from: air/water channel. Cfu: < 1 cfu. Bacterial identification: n/a. Sampling date: (B)(6) 2025. Sampling from: operator channel. Cfu: 3 cfu. Bacterial identification: peribacillus simplex; priestia megaterium. Sampling date: (B)(6) 2025. Sampling from: suction channel. Cfu: < 1 cfu. Bacterial identification: n/a. Sampling date: (B)(6) 2025. Sampling from: total. Cfu: 3 cfu. Bacterial identification: n/a. In addition, the following reportable malfunctions were identified during the device evaluation: air/water cylinder had foreign objects. Air/water tube had foreign objects. Based on the results of the investigation and because the subject device was not returned, the reported event could not be confirmed and a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the IFU before repair, the results conformed to the regulation's recommendation. Based on the results of the investigation, olympus confirmed foreign material was present within the device, but the type of the material cannot be identified however, it is likely the following led to the malfunction: the foreign material was possibly not removed completely if the reprocessing steps were not conducted properly. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that, during reprocessing, the gastrointestinal videoscope tested positive for unknown colony forming units (cfus) of stenotrophomonas maltophilia and klebsiella aerogenes. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.